Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 09nov2018. The customer inspected the device and restarted the ventilator. The customer performed the extended self test and short self test and all tests passed. The unit passed the performance specification testing successfully.

Event description:
It was reported that the ventilator was not booting. There was no patient involvement. The event date was not specified; estimate used.